Manufacturer narrative:
Block h6 device code a0414 is being used to capture the reportable event of balloon hole in material. Device evaluation block h11 the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned without the fill tube. During the visual inspection, it is possible to identify a hole in the balloon. Additionally, it can be observed that the balloon was colored blue, most likely it was filled with methylene blue. The reported events of device fluid leak and device use of device issue user error are confirmed. A risk review of the orbera was completed and confirmed that the events of device fluid leak, balloon hole in material, and device use of device issue user error were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system instructions for use (IFU) states, "the igb is placed in the stomach and filled with sterile saline"; however, it was observed that methylene blue was used when filling the orbera balloon. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the device was used in a manner inconsistent with written instruction in the IFU, therefore device use of device issue - user error in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. This investigation is assigned a most probable conclusion code of adverse event related to procedure. Most likely procedural factors such as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For this reason, this event is catalogued as adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event.,

Event description:
It was reported to boston scientific corporation that an orbera balloon was placed during a procedure on (B)(6) 2026. During the procedure, the balloon leaked and could not be inflated. The procedure was completed with another orbera balloon. There was no patient complications reported as a result of this event. The product investigation discovered a hole in the balloon. See block h11 for additional information.